Event description:
Her one touch ultra meter was not powering on. The pt reported that back in february (exact date not provided), she stated having chest pain. She contacted the emergency services, was taken to the hosp and admitted. The doctor informed her that her blood glucose level was over 500 mg/dl. She does not know if the doctor administered insulin or provided any type of treatment. It also not known if she experienced any other symptoms besides the chest pain. The pt further reproted that her husband had attempted to test her that morning (before contacting emergency services) on the subject meter, but was not able to get a reading due to the meter not turning on and was not aware that her blood glucose was that high. It is no known as to how long prior to that she was having the power issue and not able to test her blood glucose. Her medication regimen was not provided. At the time of troubleshooting, it was verified that this was not a new product and that the pt was using the correct test strips. There was no trauma to the meter. The pt was asked to press the power button, but the meter did not turn on. She was then asked to insert a test strip all the way into the test strip port, but the meter did not power on. It was verified that the pt had replaced the battery per the owner's manual. The battery was checked and it was correctly installed. The condition of the battery was also good. This complaint is reported because the meter failed to power on at time of concern. Due to the meter not powering on, the pt was not able to check her blood glucose and was not aware that is was high. Her blood glucose result at the hosp was over 500 mg/dl. A replacement meter was sent to the lay user/patient.